Event description:
Information was received from a healthcare provider (hcp) who reported that an issue occurred when using the 8591-38 tunneling tool off label to implant another manufacturer¿s device. During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was nicked, and the patient experienced bleeding. Surgeon elevated the subplatysmal plane, identified and ligated the source to achieve hemostasis. This resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.